Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. It was also reported that the patient experienced infective therapy due bilateral lead migration confirmed via imaging. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.